Event description:
A cartridge alarm 20 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by replacing the cartridge, and a new cartridge was provided by technical support.